Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using both ac and battery power. The silence alarm button was found to not respond correctly to physical push. Excessive force was needed to trigger the silence alarm button. This failure was likely due to mechanical failure from use. No display defects or scrambling were observed. The customer complaint could not be confirmed.

Event description:
It was reported that the device has a scrambled display. The unit was able to engage in monitoring activities. No consequences or impact to patient.